Event description:
The patient reported that the pump has become very warm about once a month for the past few months. She stated the issue has resolved when the battery is changed. The patient confirmed that she did not sustain any injury from the pump being warm.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the battery returned with the pump showed no signs of overheating. The battery compartment and cap were intact with no physical damage or evidence of moisture ingress. The pump powered on normally and was exercised for three hours without overheating or alarms. The pump electrical current draws were tested and found to be within specifications. The pump was opened and there was no evidence of moisture damage or ingress. The power circuit connections were tested and no defects were found.